Event description:
It was reported that the pt was notable to adjust the stimulation with the pt programmer. The low battery icon warning screen was encountered on the programmer. The pt tried placing two additional sets of batteries in the programmer. But, the display on the screen showed "nothing." The stimulation was too high and "electrocuted" the pt. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).